Event description:
During drilling for placement of distal interference screws for suture anchors, a small fragment of drill bit was noted in calcaneal wound. Presence verified by fluoroscopy. Drill bit sequestered for investigation.